Manufacturer narrative:
B3: date of event is unknown e1: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was an oxygen leak from the hose attachment part on the main apparatus side. There was no patient involvement and no patient harm/adverse event.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional testing was able to duplicate the reported issue. Root cause is a leak from the spont breath vlv assembly, which was replaced. There is no repair history of for this device in the past. It is not a problem related to previous ICU medical repairs.g4 - 510k.